Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008: product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008: product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008: product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008: product type recharger. (B)(4).

Event description:
It was reported that the patient fell and landed on their buttocks. There was an undesirable change in stimulation. The patient no longer felt stimulation in the area of her pain. It was noted the device was cutting on and off on its own.